Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe would not cut during a vitreo-retinal procedure. The product was replaced and the procedure was completed. There was no patient harm reported. Additional information and a product sample have been requested.

Manufacturer narrative:
For this final lot, two lots were used to make up the final lot. A device history record review for each of the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacture's acceptance criteria. No additional investigation is required based on device history reviews. A complaint history examination indicates no additional complaints were associated with the probe lots. Because a sample was not returned and the lot information indicates the product was released based on the manufacture's acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).